Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported the replacement of the oxygen blending module board, internal battery, power management board, and system board. The device failed a steps during testing, the interface board and detachable battery connector cable were replaced to address the issues.

Manufacturer narrative:
The manufacturer had previously reported the replacement of a ventilator's oxygen blending module. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue. The device failed a step during testing. The device's power management board and system board were replaced to address the issue.